Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) after approximately 64 months of implant. The last reported battery status of the device was 2.57 v, with a charge time of 19.7 seconds.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.